Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad and vibrate anomaly. The customer¿s blood glucose was 12.0 mmol/l at the time of incident. Customer stated that the insulin pump was beeping and vibrating and the buttons were unresponsive. Customer also reported that the insulin pump had a battery out limit after battery was removed and reinserted. Customer stated that the 2 hour insulin pump rest did not resolve the issue and the insulin delivery stopped and there is a black dot on the screen. Unable to further troubleshoot due to keypad was unresponsive the customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.